Event description:
On (B)(6) 2025, a patient was undergoing a catheter placement procedure using equistream hemodialysis catheter for an unknown medical condition. Prior to the procedure, it was reported that the packaging of the device was defective, also without product labeling. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed equistream d/l catheter kit was returned for evaluation. Along with returned sample one photo was provided for the review. Visual evaluation was performed. The center product tyvek label was not returned on the package. Two tyvek labels were noted to be peeled off on their respective corners on the top portion of the package. Missing label issue was verified in photo review. Manufacturing review was performed and it showed that the unit label was missing. No traces of the label were observed during visual inspection of the outer tray lid, and the components inside the packaging did not appear to be affected. Also showed the labels of the tyvek peeled off, traces of dirt were noted on the lid where the unit label was absent, the tear-off labels were damaged and partially peeled off, and traces of contamination were noted on the label. The review in the manufacturing process indicated that this defect is caused during the process of placing labels and packaging of the product. Therefore, the investigation is confirmed for the reported missing unit label issue. The cause of condition was related to manufacturing. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a catheter placement procedure using equistream hemodialysis catheter for an unknown medical condition. Prior to the procedure, it was reported that the packaging of the device was defective, also without product labeling. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.